Manufacturer narrative:
There is no medical device type for this device as we don't know what the device is. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as we don't know what the device is. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® edta tubes were providing erroneous lead values.